Manufacturer narrative:
Film evaluation summary: the reported aaa expansion and eventual rupture was confirmed; however, the exact cause could not be determined from the films provided. The two non-contrast CT¿s returned between the 6 week and most recent 71 month follow-up¿s did not allow a complete endoleak assessment. The reported type iiib fabric endoleak was likely confirmed. The exact cause of the type iiib could not be determined, but appears to have been caused by fabric abrasion. Fabric wear due to external abrasion from aortic calcification (seen near the source of the endoleak) or from adjacent stent(s) abrading the bifurcate near the level of the flow divider, are all potential root cause(s). In addition, a likely proximal type I with migration, and a distal type ib endoleak from the right limb, both likely due to disease progression (vessel dilatation), were observed and may have also led to the aaa expansion/rupture. The explanted device was returned and is currently pending analysis; the results will be summarized in a separate explant analysis report. Product evaluation summary: the bifurcate was returned transected proximally across the aortic body between stent rings #3 <(>&<)> 4, and the ipsilateral limb had been transected distally 4 stents below the flow divider. The proximal aortic body (including the suprarenal stents) and the distal ipsi limb were not returned, and the contralateral limb was also not returned; thereby, limiting the extent of the analysis. No appreciable angulation was noted on the returned bifurcate. Several likely abrasion related holes and multiple associated suture cuts were observed on both the ipsilateral and contralateral side of the bifurcate, extending from ~10mm above the flow divider (ring #5) to 20 mm below the flow divider (ring #7). On the ipsilateral side, a large (7.00 mm²) abrasion hole was seen which (per the returned films) was oriented on the postero-left side of the patient¿s aaa, located approximately 20 mm below the level of the flow divider. Three (3) holes between 1.68 mm² ¿ 2.88 mm² were also observed near the level of the flow divider at the contralateral limb origin. It appears likely that one or more of these holes were the source of a type iiib fabric endoleak which may have contributed to the aaa rupture. The exact cause of the holes could not be determined. The most likely cause was external fabric abrasion from calcification which (per the returned films and physician) appeared in close proximity to the fabric tears. It is also possible that the tears were caused by abrasion from adjacent stents, or from the underlying proximal/external stent(s) of the contra limb abrading the bifurcate near the level of the flow divider. However, the contra limb was not returned with the bifurcate to aid in the root cause determination. Several areas of weave deformation from an unknown cause were also observed near these tears, and multiple fabric cuts were also seen primarily on the anterior of the bifurcate which most likely were caused during excision of the device. From the examination of the returned device and clinical information provided, the exact cause of the aaa expansion and eventual rupture could not be determined. However, this appears to have primarily been caused by a type iiib endoleak. Fabric wear due to external abrasion from aortic calcification seen near the source of the endoleak appears to be the most likely root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. The aneurysm was reported to be calcified. It was reported that the patient presented emergently with a rupture approximately five years and ten months later. It was reported that CT showed that the aneurysm had decreased initially to 33mm two years post the index procedure, increased to 37 mm three years post the index procedure and increased to 38mm four years post the index procedure. An open conversion was performed to treat the rupture. The bifurcated stent graft was removed, and a blood vessel prosthesis implanted. As per the physician, the cause of the event was fabric damage caused by calcification and arteriosclerosis. As the aneurysm was decreasing in size post the index procedure, the calcification part touched the fabric of the stent graft on the ipsilateral side - that part was perforated and a hole of about 5mm was opened. The same perforation also occurred on the contralateral side and it was also considered that it was caused by friction with calcification. No additional clinical sequelae were reported and the patient is fine.